Event description:
The customer received a questionable troponin t stat (tnt) result on their elecsys 2010 analyzer. The patient's initial tnt result was 0.952 ng/ml. The patient's second tnt result was <0.010 ng/ml. The patient's third tnt result was 0.971 ng/ml. The patient's third tnt result of 0.971 ng/ml was reported outside the laboratory. The patient was not adversely affected by this event. The tnt reagent lot number was 16435401 and the expiration date was not provided. The field service representative found a lot of dirt around the mixing paddle and that one of the pinch valve tubes was not tight enough because of the grey nipple. He corrected these two problems. He replaced the measuring cell, all black tubing going to the measuring cell and sipper, the sample probe, and the sample probe tubing. Performance testing was done with passing results. Calibration and quality control were performed with passing results. Further investigation is ongoing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided, two possible root causes were identified. The customer was not following tube manufacturer's recommendation for centrifugation. In addition, the instrument issues identified could also have caused the issue. The instrument issues were solved by the service action. No adverse events were reported.